Event description:
The customer observed discrepant platelet results on the cell-dyn ruby analyzer. The following data was provided: initial 990, repeats 154, 342, 346, 153 k/ul. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. A hole in the vent tubing and a crack in the aspiration tubing were contributing factors to the erratic low results for the affected patient samples. Air gets introduced into the aspiration tubing resulting in an inaccurate amount of sample aspirated during the testing process. Field service replaced the aspiration needle and vent needle tubing (y-valve fitting assy) and resolved the complaint issue. Based on the available information, no product deficiency was identified. The initial platelet value was actually 98.7 (rounded to 99.0), it was incorrectly reported as 990 k/ul.

Event description:
The initial platelet value was actually 98.7 (rounded to 99.0), it was incorrectly reported as 990 k/ul. The repeat data remains unchanged: 154, 342, 346, 153 k/ul.